Event description:
A surgeon reported an unexpected refraction following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info. (B)(4).